Event description:
The customer reported that the system displayed intermittent error messages along with intermittent system lock-ups. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable receptacle ground pin was repaired. The system was then found to be operating as intended.